Event description:
Procedure type: esophagectomy. According to the reporter: the procedure went well. An eea regular size was used instead eeaxl type. The surgeon inserted the orvil anvil and proceeded to attach it to the device, however, the two would not attach. Another device of different kind was used to complete the procedure. Five days post-operatively, the patient complained and a gastroscopy performed. The surgeon observed a leak and inserted a perk drain. The reporter believes that there may have been a small defect in the stomach during the initial procedure that may have resulted to the leak. The patient is recovering.